Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the btt short port burst. It was a clean burst and no pieces had to be retrieved from the pt. The harvester was not sure if she had filled the balloon with more than 25 cc of air, as recommended in the instruction for user. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: it was observed that the silicone outer coating and latex balloon material are torn on the short port body; the complaint is confirmed for balloon popped. A lot history record review was completed for the product, there was no non-conformance associated with the lot number.